Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she smelled insulin and insulin leaked past the o-rings. The blood glucose reading was 325mg/dl, and she was treated with a manual injection of 25 units. The customer mentioned having a broken foot, which can be contributing her glucose level to rise. No further information was provided.